Event description:
Pump reported to be setup to infuse dobutamine for use in stress testing of a cardiac patient. During the 3rd or 4th titration (ramp up of rate), no drops were seen forming in the drip chamber. No patient response was noted. The pump was stopped and the tubing reloaded. Therapy was continued and drops were seen forming in the drip chamber. The patient responded appropriately. No patient injury resulted.